Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00032; 2938836-2019-17039. It was reported that that the right ventricular (rv) and the right atrial (ra) leads exhibited oversensing of noise. The device was under advisory. The entire system was explanted and replaced. The patient was stable and recovering.

Event description:
New information received notes that the right atrial(ra) lead and right ventricular(rv) lead were explanted due to fracture confirmed by fluoroscopy.